Manufacturer narrative:
This supplemental report is being submitted to provide the result of the device evaluation conducted by olympus repair center. Outcome of device evaluation found that there were 3 broken lg lenses.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp.(omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
In order to perform a validation test of the olympus endoscope reprocessor, mini etd2 paa, the 2 scopes used in procedures at the facility, cf-h190i and gif-h185, were reprocessed with the mini etd then sent to an independent laboratory for culture test. The result revealed that mesophilic aerobic micro-organisms (8cfu) were detected from the instrument channel of the cf-h190i, mesophilic aerobic micro-organisms (192cfu) from the air/water channel of the cf-h190i. The facility also informed that the device (gif-h185) tested negative. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). After the subject device was repaired in the repair center of olympus, (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the subject device was returned to the user facility.